Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had extreme thirst and was fatigue. The cgm was reading 44 mg/dl and the blood glucose reading was 600 mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin drip. No other details were documented about the event or the patient´s condition, as the patient declined to provide any further medical information. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).